Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/pelvic floor") in an adult female patient who had essure (batch no. 718608-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: chronic uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerds"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the right did not allow passage of the apparatus despite multiple attempts and clear visualization of the ostia. The procedure was converted to a laparoscopic tubal fulguration where the right tube which was not able to be cannulized with the essure was found to be normal with no evidence of any obstruction. Discrepant information in mr- (B)(6) 2010- right essure did not stay in but essure inserted on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/pelvic floor") in an adult female patient who had essure (batch no. 718608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: chronic uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerds"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the right did not allow passage of the apparatus despite multiple attempts and clear visualization of the ostia. The procedure was converted to a laparoscopic tubal fulguration where the right tube which was not able to be cannulized with the essure was found to be normal with no evidence of any obstruction. Discrepant information in mr- (B)(6) 2010- right essure did not stay in but essure inserted on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Lot number was added. Reporter's information was added. Patient's demographics was added. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), chronic uti's, apareunia (inability to have sexual intercourse),depression, bladder or urinary problems or changes, migraines , headaches, nickel allergy,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain,gerds, hair loss, abdominal pain, patient did not undergo essure confirmation test. Updated outcome of event. Concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.